Manufacturer narrative:
Philips service upgraded the software to version 2.2.3; issue resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system rebooted during procedure causing delays on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.